Manufacturer narrative:
Product will not be available for eval by MFR. Due to unk lot number and unk catalog number, device history record (DHR) review could not be performed. The complaint could not be confirmed due to lack of info and defective samples. If additional info on this complaint is received, a f/u report will be submitted.

Event description:
The event is reported as: during the procedure, the capio device tore the bullet off of the suture inside the pt. The physician removed the suture and the capio with the bullet and completed the procedure with another of each device with no pt complications and the pt is fine. No pt injury reported.